Event description:
It was reported through service report that the customer alleged that the jack was drifting; fowler could not be raised or lowered. There were no pt involvement or adverse consequences reported.

Manufacturer narrative:
Fowler, gas spring trip.